Event description:
It was reported that post a percutaneous coronary intervention procedure a vessel dissection and stent thrombosis occurred. A 2.5x16mm promus element plus stent was implanted in the ramus artery. Post procedure the patient was brought back to the cath lab for treatment of the right side. The physician took a look at the left side and noted stent thrombosis. The stent had shut down and a "little" dissection was noted. It was thought the dissection may have been caused by post dilatation. The patient was administered plavix and aspirin. No further patient complications were reported and the patient's status is listed as ok.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).